Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated a repeated motor stall alarm indicating consecutive stalled motor activity, and the alert was verified in the device history; a replacement device was arranged and the user was instructed on shutdown, data handling, return, and continued cgm use. Symptoms included no reported change in blood glucose. Outcomes included replacement of the device. Investigation included review of device alert history and logistics confirmation of return and replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.